Manufacturer narrative:
The original serial number initially reported was for the device.

Event description:
The reported symptom was clarified, the device failed to power up. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a loose cable. There was no report of patient involvement.